Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Intraoperatively the lens was removed. In a separate visit a replacement lens of shorter length was implanted and the problem resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
A1: (B)(6), claim # (B)(4).